Manufacturer narrative:
A false elective replacement indicator message was reported to abbott but could not be confirmed. The results of the investigation are inconclusive since the device nor logs or records were returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient received the replace generator soon message. Surgical intervention may take place at a later date.